Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn (B)(4) became hot to touch. The analyzer would not activate and the customer noticed that the battery was hot, smelled like an electrical fire, and the gold charging pins looked burnt. The analyzer was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that disposable lithium batteries in a red carrier were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and is being returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2022. Failure analysis confirmed the complaints of the burnt charging pins as well as the burning smell and determined the cause to be the failure of component d2 on the battery contacts board of the analyzer. A deficiency has been identified. A rocketware search spanning one year revealed no additional incidents where d2 on the battery contacts board was found to have failed. No corrective or preventive action is required at this time.